Manufacturer narrative:
(B)(4). Catalog # = ecs25a. The analysis results found that device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. The batch records were reviewed and the final quality release criteria were met before the batches were released for distribution.

Event description:
It was reported that during a hartman colostomy closure, device fired an incomplete staple line. There were leaks everywhere. There was more resistance than normal when firing the device. Another device was used to close the leaks and complete the procedure. The patient is fine.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.